Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had an MRI and when the staff helped connect to patient's ins, they saw a message on the patient's handset that said the battery was low. When asked, the patient said that they had both of their external devices charged, near 100%. Patient said they spoke with their hcp and the hcp told them to call ps to request a rep to check patient's system. Email sent to field staff. Additional information was received from the patient on (B)(6) 2023. The patient called back and repeated same information as previously noted. Patient said they still haven't heard from a rep. Patient also said they "can't control self at all now". Another email sent to field staff requesting assistance checking ins battery as requested by patient and hcp. Additional information was received from the patient on (B)(6) 2023. They reported that the cause of the low battery message was not determined. They stated they don't know as it's not a very old implant. The patient would like to know what has been done to resolve the issue. Their bladder, etc. Are out of control. The issue has not yet been resolved.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.